Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Patient reported "discomfort and rupture", "tremendous emotional imbalance", "anxiety and great concern". Healthcare professional later reported "capsular contracture baker ii". This record is for the right side. Device was explanted.

Manufacturer narrative:
Clarification d.6a: partial date of implant reported as 2017. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "discomfort and rupture", "tremendous emotional imbalance", "anxiety and great concern". Healthcare professional later reported "capsular contracture baker ii". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. ¿ rupture: not observed. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "discomfort and rupture", "tremendous emotional imbalance", "anxiety and great concern". Healthcare professional later reported "capsular contracture baker ii". This record is for the right side. Device was explanted.